Event description:
It was reported a kink occurred. A watchman access system (was) double curve was positioned and watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed and while it was still attached to the core wire, it was noted that the hemostasis valve of the was screwed on too tight. It was unable to loosen. As a result of the over-threaded valve, the sheath became kinked at the most proximal portion. At this time, the implanter used forceps to unscrew the valve and completely remove it. The valve was then re-threaded back on to resolve the issue. The closure device met release criteria and was successfully implanted. No patient complications occurred. The patient is doing well and stable.